Event description:
It was reported that the device displayed user advisory error 7 while attempting CPR on a patient. Customer reverted to manual CPR. No adverse event reported.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(6) 2012 and was analyzed. Visual inspection of the returned autopulse platform revealed a cracked front enclosure, which was replaced. The load cell was also replaced to remedy the complaint of "user advisory 7" (discrepancy between load 1 and load 2 too large). No adverse event reported.